Manufacturer narrative:
This record was identified during a retrospective review of mdrs, per FDA request, to identify records in which a serious injury or medical intervention occurred, but the type of reportable event was not indicated as a serious injury in the MDR form. This supplement is being filed to modify information per FDA request.

Manufacturer narrative:
Investigation:a review of prior records for geotrichum contamination showed similar incidents out of france in 2012. At the time, terumo bct performed a literature search for illnesses related to patients undergoing some form of hematological therapy. The literature identified that the number of patients in europe affected by fungal infections had been increasing since the late 1980's, particularly in france and italy. Infections identified in france were from geotrichium clavatum. The literature review also showed that geotrichum is predominantly a european pathogen mainly in mediterranean areas. Geotrichum clavatum has only been reported out of france. The literature revealed that the fungi identified in the papers are common in the environment and are found on and within human bodies. However, whenever the immune system is compromised then infections are possible. The mortality rates were very high (>55%) for patients infected with the three fungi identified in the papers, geotrichum clavatum being one type identified. Root cause: this disposable set was unavailable for specific root cause analysis. It can be concluded, and supported by several papers reviewed, that the incidents of invasive fungal infections in patients with hematological malignancies has risen over the last two decades. This increase is most likely a result of the increased use of cytotoxic therapy, allogeneic blood stemcell transplantation, and immunosuppressive therapy. The most common infections are from trichosporon species and geotrichum clavatum. There have been no other reports of infections by geotrichum clavatum outside of france since the trima platform was introduced 15 years ago. The sterilization method has remained unchanged and ethylene oxide remains the sterilant used. It is concluded that the trima accel sets, which are sterilized by ethylene oxide with a 12 log reduction of resistant bacteria endospores, are not the source of fungal contamination.

Event description:
Due to EU personal data protection laws, the patient information is not available from the customer.

Event description:
The customer reported that a patient experienced a "serious adverse event" after being contaminated by a fungus, geotrichum clavatum. Prior to the patient contamination, the patient received a transfusion of blood product issued from a trima set. Patient information is not available at this time. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to unspecified serious injury, though at this time, the device is not suspected to be contributory factor.

Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.